Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified lens model with an automatic handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/handpiece combination used. The root cause is most likely related to a failure to follow the directions for use (dfu). The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A scrub technician reported that during an intraocular lens (iol) implant procedure, during iol insertion, the cartridge split in half and scratched the iol while the iol was getting advanced into the eye. The procedure was completed and there was no patient harm. Additional information was requested.